Event description:
It was reported that pericardial effusion occurred. A radiofrequency (rf) ablation and left atrial appendage closure (laac) was being performed concomitantly. Upon getting ready to do the laac, a trivial/small effusion was noted that was not present at the beginning of the rf ablation. The physician wanted to proceed with the laac procedure as the patient was hemodynamically stable. A 24mm watchman flx pro closure device was selected to be used. The laac procedure was completed without complications and no recaptures were needed. After deployment, the physician again assessed for effusion and noted that the patient seemed to have a larger right-sided effusion on intracardiac echocardiography (ice). The physician asked for cardiovascular (cv) surgery to take the patient for a pericardial window. The patient was taken to surgery and had 250cc drained and was extubated. The physician stated that the effusion might have happened during the ablation and does not believe it was laac related. The patient was discharged and is expected to fully recover.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherentr isk of device.

Event description:
It was reported that pericardial effusion occurred. A radiofrequency (rf) ablation and left atrial appendage closure (laac) was being performed concomitantly. Upon getting ready to do the laac, a trivial/small effusion was noted that was not present at the beginning of the rf ablation. The physician wanted to proceed with the laac procedure as the patient was hemodynamically stable. A 24mm watchman flx pro closure device was selected to be used. The laac procedure was completed without complications and no recaptures were needed. After deployment, the physician again assessed for effusion and noted that the patient seemed to have a larger right-sided effusion on intracardiac echocardiography (ice). The physician asked for cardiovascular (cv) surgery to take the patient for a pericardial window. The patient was taken to surgery and had 250cc drained and was extubated. The physician stated that the effusion might have happened during the ablation and does not believe it was laac related. The patient was discharged and is expected to fully recover.